Event description:
Additional information reported stated that the patients cause of death was chronic obstructive pulmonary disease.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available at this time.

Manufacturer narrative:
(B)(4).